Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID #(B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, the console generated a fiber optic sensor failure message. The customer followed the "help" screen page to troubleshoot without relief of the message. There was a flush and transducer connected to the central lumen, but they had no cable for transducing to the pump. They were advised to locate a cable in other departments and to call back if they found one. The customer later called back with a cable that connects to the pump, but was unable get an arterial signal. It was assumed that they had the incorrect cable. It was advised that the pump required an arterial line for timing, and suggested a replacement for the iab if they could not locate the proper cable. The customer confirmed they understood, would speak to the physician, and had no further questions. There was no patient harm or adverse event reported.

Event description:
N/a.

Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood on the exterior of the catheter. The extracorporeal tubing was observed broken. A kink was observed on the catheter tubing approximately 75.9cm from the iab tip. The optical fiber break was found approximately 23.3cm from the iab tip. The optical fiber was found to be broken, the failure has been confirmed. We are unable to determine when this may have occurred. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint #: (B)(4).